Event description:
Complainant alleged that while treating a patient, the device was charged up to an energy selection of 200 joules; however, it was discharged once at 137 joules, and a second time at 132 joules. The clinician obtained another defibrillator, however, the defib output was also out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. During subsequent biomed testing of the device, it was observed that the electrode connector had inadvertently been inserted backwards on the multi-function cable.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.